Manufacturer narrative:
Dates of event and implant: estimated dates. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effects of myocardial infarction, heart failure, stenosis, cerebrovascular accident and thrombosis, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction, thrombosis, stenosis, cerebrovascular accident are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment, long-term clinical outcomes after percutaneous coronary intervention to treat long lesions in hemodialysis patients in the era of second-generation drug-eluting stents. The other two xience devices referenced are being filed under separate medwatch report numbers. The additional patient effect of patient death referenced is being filed under a separate medwatch report.

Event description:
This will be filed to report the serious injuries. It was reported through a research article identifying xience v, xience prime, xience xpedition and non-abbott stents that may be related to death and serious injuries. Details are listed in the attached article, titled long-term clinical outcomes after percutaneous coronary intervention to treat long lesions in hemodialysis patients in the era of second-generation drug-eluting stents.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.